Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a defective upstream occlusion (uso) sensor. After investigation the results indicated a reportable malfunction due to the defective uso sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the uso sensor, updated software, reset the unit to standard configuration, and performed downstream occlusion (dso)/uso sensor calibration. The pump passed all functional tests and performed as intended after repair validated through dso/uso sensor testing.

Event description:
The customer returned the product for the error code 51786, and during physical inspection it was found that the upstream occlusion (uso) sensor was defective. After investigation the results indicated a reportable malfunction due to the defective uso sensor. This occurred during preventative maintenance, and there was no patient involvement.